Manufacturer narrative:
Device is power equipment and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from (B)(6) indicates a clinic, (B)(6) in (B)(6) reported: during a long procedure two electric pen drives turned themselves on at various times w/o anyone turning them on. The consultant does not know if the two standard consoles w/irrigation or the pen drives were at fault. It was noted no damage was done and no one was injured. Both sets are under investigation. This is two of four reports for this event.